Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Prior to filling the stent graft, the fill polymer liquid from the to kits with a leak at the stopcock component was mixed and injected into the aortic body stent graft. Upon demate of the aortic body delivery system, the fill polymer material in the stent graft emptied through the fill tube and a type ia endoleak was observed on the final angiogram which could not be resolved following the implantation of an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.